Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The ink off the keypad buttons was observed, there was no damage to the keypad, and the down arrow button was intermittently activating the desired pump functions. In addition, there was contamination found under/around all button contacts.

Event description:
It was reported that the keypad button presses was slow to activate the desired pump functions and the lettering was worn off of the ok button. The keypad is reportedly is intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.